Manufacturer narrative:
The reported complaint of "slow warming and unknown alarm displayed" on the thermogard console (sn: (B)(4) was not confirmed during the analysis of the event logs and during functional testing. No device malfunction was found, and both the thermogard console and the temperature probe functioned as intended. The probable root cause of the reported issue could have been the temperature probe cable, which most likely resulted in an inaccurate reading of the patient's temperature. The cable was not returned for evaluation, and therefore, the main root cause of the reported issue could not be exclusively determined. Upon visual inspection, no physical damage was observed. The event log review showed no significant discrepancies. Functional testing was performed, and no issue was observed. The console was tested with a tp-400 simulator at different temperatures of 30°c, 37°c, and 40°c. The thermogard ivtm system passed all tests, and the temperature reading inputs were correct. No device malfunction was noted. During further testing, the temperature probe was tested with a known good thermogard console. During testing, the probe was bent and moved around to check for potential disconnections or malfunctions; however, the probe functioned as intended with no issues.

Event description:
Thermogard xp ivtm system (sn: (B)(4) was used for ivtm therapy on a patient who survived cardiac arrest. After the cooling phase was completed, rewarming the patient was initiated using the same catheter and a bladder temperature probe. Prior to initiation of warming, patient's temperature was at 34.1°c. The target temperature was set at 36.4°c, and the console was set to a controlled rate of 0.1°c/hour for rewarming. After about 15 hours, it was noted that the patient's body temperature had only increased by 0.5°c. As reported, the console alarmed several times, warning for the temperature issue; however, the customer did not specify what alarm was displayed. There were no kinks, bends, or occlusions in the suk and/or the catheter. The temperature probe cable was replaced, and the ivtm treatment was continued and completed successfully using the same console. No health consequences or impact to the patient.